Event description:
It was reported that the lead was explanted due to 'unspecified signals', which looked like artifact, on the pace/sense channel. No patient complications have been reported as a result of this event.